Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, needle clog), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned one (1) used 31g x 8mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number for needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd pen needle experienced an inability to deliver insulin/medication. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: needle (s) blocked.